Event description:
Per sales rep, repositioning of the device occurred several times during procedure. During repositioning of device, handle of device hit CT gantry. Ablation was performed without incident. After ablation was complete, CT scan performed to confirm patient did not have pneumothorax and it was discovered that tines was left in patient. Device was reviewed and revealed tine missing. Doctor stated he would leave tine in patient, it would not be a problem. Device discarded.

Manufacturer narrative:
The device was discarded by the user facility and will not be returned. No trends were observed for this device lot number. The device history record review revealed that one device was rejected for "array broke" (coating peeling off center array). No other anomalies were observed. Without the device for review, a thorough investigation can not be performed therefore, the results of this investigation are inconclusive.